Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that nonreactive alinity I hiv ag/ab combo results were generated for one patient that tested reactive using alternate methods. The following data was provided. Sample ID and date not provided. Roche cobas e411 hiv result: 20.2 coi (reactive). Roche cobas 8000 hiv result: 42.49 coi (reactive). Rapid test: reactive . (B)(6) 2023. Alinity I hiv ag/ab combo result: 0.51 s/co (nonreactive). (B)(6) 2023. Alinity I hiv ag/ab combo result: 0.50 s/co (nonreactive). (B)(6) 2023. Sid (B)(6). Alinity I hiv ag/ab combo result: 0.48 s/co (nonreactive). Sid (B)(6). Alinity I hiv ag/ab combo results: 0.64 and 0.43 s/co (nonreactive). The same patient tested repeatedly nonreactive with the alinity I hiv ag/ab combo assay. Since other methods were reactive, the alinity results are being questioned as potentially false nonreactive. No impact to patient management was reported.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In-house testing of a retained reagent kit of the complaint lot was performed, showing that the lot generated the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hiv 9013 and hiv 9016). The seroconversion panel results were compared to architect hiv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Note: alinity I hiv ag/ab combo and architect hiv ag/ab combo utilize the same reagents and sample/reagent ratios. Based on the investigation, no deficiency for lot number 49465be00 was identified.

Event description:
The customer stated that nonreactive alinity I hiv ag/ab combo results were generated for one patient that tested reactive using alternate methods. The following data was provided. Sample ID and date not provided roche cobas e411 hiv result: 20.2 coi (reactive) roche cobas 8000 hiv result: 42.49 coi (reactive) rapid test: reactive july 12, 2023 alinity I hiv ag/ab combo result: 0.51 s/co (nonreactive) july 12, 2023 alinity I hiv ag/ab combo result: 0.50 s/co (nonreactive) july 14, 2023 sid (B)(6) alinity I hiv ag/ab combo result: 0.48 s/co (nonreactive) sid (B)(6) alinity I hiv ag/ab combo results: 0.64 and 0.43 s/co (nonreactive) the same patient tested repeatedly nonreactive with the alinity I hiv ag/ab combo assay. Since other methods were reactive, the alinity results are being questioned as potentially false nonreactive. No impact to patient management was reported.